Event description:
It was reported the patient's artificial urinary sphincter was replaced due to unspecified reasons. A new artificial urinary sphincter device with two 4.0 cm cuffs was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.